Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware on 02-jul-2021 of a report which occurred in the operating room before use in the emea region. The reported complaint was for "image quality is poor", involving pentax medical video colonoscope model ec-380fk2p, serial number (B)(4). The endoscope was evaluated and the investigation determined that it was related to a broken printed circuit board (pcb) and the pcb connection was dirty. The pcb must be repalced. On 26-jul-2021, a device history record(DHR) review for model ec-380fk2p, serial number (B)(4) was performed by the manufacturer, the DHR review confirmed the endoscope was manufactured on 25-feb-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 25-feb-2011.